Event description:
It was reported that a pump shut off for about 8-10 hours and the patient was not aware. The pump was due for maintenance three months ago. The patient did not realize the pump was off until the next day. The quantity of medication in the cassette was about 48 - 50 milliliters. The patient stated there should have been only around 25 milliliters. Almost a full days worth of medication remained in cassette. The pump batteries had been replaced. The pump kept beeping while the cassette was attached. The patient stated it took about 10 minutes to get the pump to work (inserting/removing the batteries, ensuring cassette was attached properly). The patient experienced shortness of breath, chest pressure, pain and headache for hours. The patient is doing fine now and not having any issues or side effects. The patient is currently using the same pump and does have a functional back up pump. A replacement pump will be sent. Medical doctor will be notified. This is a continuous infusion. Fault occurred while in use with the patient. The product issue caused or contributed to patient or clinical injury. The device was replaced by the pharmacy. The patient had a backup device they were able to switch to. The patient was able to successfully continue their therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.